Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation (pfa) a farawave catheter was selected for use. During insertion of the faradrive sheath, the physician enlarged the groin access site to accommodate the larger sheath. While doing so, a nearby artery was inadvertently cut. Immediate and continuous manual pressure was applied throughout the procedure in an effort to control the bleeding. Although the pfa was completed, the bleeding persisted, requiring the vascular surgery team to intervene and repair the arterial injury. This extended the overall procedure time and resulted in cancellation of a another case. The patient is expected to make a full recovery. The device is not expected to be return due to disposal.